Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from the leaflet and the intervention to stabilize. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtw clip was implanted successfully. Grasp was reviewed and looked good. When preparinga second clip, the first xtw clip moved on fluroscopy imaging. After a short time, the clip then detached from the anterior leaflet in a single leaflet device attachment (slda) event. There was no evidence of leaflet damage. It was thought the slda was due to the prolapse. An xt clip was implanted as it was the initial plan to use two clips and also to stabilize the slda . Mr was reduced to 1+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported (single leaflet device attachment (slda) appears to be due to challenging anatomy (prolapse leaflet). The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.